Event description:
The patient reportedly experienced intermittencies and loss of lock. External equipment was exchanged and programming adjustments were made. However, this did not resolve the problem. The patient is being monitored.